Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/5/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one unopened sample that pertained to the product code vcp1422h. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result exceeded the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-mark surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent secondary cesarean section under combined lumbar epidural anesthesia on (B)(6) 2023 and suture was used. The patient underwent surgery from 08:20 to 09:40. During the procedure, the doctor needed to use suture to suture the incision skin. During the suturing process, the problem of pulling off suture needle happened and could not be used. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No further information was provided.